Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect calcium result of 15.2 mg/dl was generated for a patient sample that retested at 9.3 mg/dl. The customer's normal range is 8.4 - 10.0 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined there is normal complaint activity for lot number 29072un21. The trend review by the product list number 3l79 did not identify any non-statistical trend or adverse trend related to the current complaint issue. Historical performance of calcium reagent lot number 29072un21 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot number 29072un21 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for lot number 29072un21 was identified.